Event description:
Healthcare professional reported, a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified, rupture. Not observed openings, during analysis. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Later healthcare professional reported that only the contralateral side rupture was confirmed. Device was explanted.